Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker device presented for a routine device check complaining about increased fatigue. Upon interrogation there was evidence of oversensed noise. The patient is not pacemaker dependent. The right ventricular (rv) lead had variable impedances with some measurements less than 200 ohms. R-wave amplitudes were noted to be variable as well. The noise could be reproduced. The device was reprogrammed and remains in service. Data was provided to boston scientific technical services (ts) for guidance. Ts recommended invasive intervention to further troubleshoot and isolate the root cause with the rv lead, the connection and/or the device. As of today the device remains in service. Intervention is planned but not yet scheduled.